Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the perforation is unknown. It was suspected that it occurred when the diagnostic amplatz 1 catheter and/or .035 straight wire crossed the native annulus or when the delivery system tracked across the native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post transfemoral tavr procedure, the patient was taken to the ICU extubated in stable condition. The patient was given sedation (unknown) and became bradycardic and unresponsive. Sedation reversals were given to reverse sedation, followed by a dose of epinephrine (10mg was given although 1mg was ordered). The patient's b/p immediately exceeded the upper limit of the monitoring scale > 350mmhg and shortly thereafter became hypotensive. The patient experienced profound hemodynamic collapse and resuscitation was implemented. A tte was ordered which revealed a pericardial effusion and pericardiocentesis was performed, 600cc was drained. The bleeding had stopped but the drain was left in. The cause of the effusion was believed to be a ventricular perforation that occurred when the diagnostic amplatz 1 catheter and/or .035 straight wire crossed the native annulus or when the delivery system tracked across the native annulus; this is unclear. No transfusion was given and no evidence of effusion occurred intra-procedure. Over the course of the next 4 days, the patient continued to deteriorate, and it was decided to withdraw care. The cause of death was indicated as multi-system organ failure. The patient was sick, and was neurologically devastated post arrest, as well as developing a failure of the kidneys and bowel. The patient did not recover post resuscitation and the family chose to withdraw support.